Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the right ventricular (rv) lead retainer ring was bent and a wrench tip was broken off in the setscrew. The retainer washer was removed and a slot was cut into the connector block to remove the setscrew. Lead was able to be removed from the header at that point. The stuck setscrew appeared to be induced damage during the explant procedure by using non-boston scientific torque wrenches.

Event description:
Boston scientific received information that this pacemaker was explanted for normal battery depletion. During the explant procedure, four attempts to loosen the setscrews with another manufacturer's torque wrenches were unsuccessful. Each attempt resulted in breaking the wrench. The leads were cut with the distal portions still connected to the device header. The remaining portions of the leads were abandoned and could not be reused. A new system was successfully implanted. No adverse patient effects were reported.